Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found a cracked ultrasonic sensor flex which contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported 'line errors' which were not reproduced. Air in line alarms were verified through a review of the event history log and found to be caused by a cracked ultrasonic sensor flex. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'line errors'. There was no known patient injury or medical intervention associated with this event. No additional information is available.